Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and then the physician inserted the wds. The closure device was deployed and partially recaptured 3 times before it was in the correct position. The release criteria was checked and after meeting all criteria the closure device was released from the core wire. An effusion sweep was performed and no effusion was noted. The procedure was successfully completed with the closure device implanted in the laa of the patient. Three hours post procedure the patient was noted to have a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to treat the effusion. The patient is expected to make a full recovery from these events.